Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient complained of chest pain one day after implant. An echo check was done and confirmed there was perforation in the rv. During the check cardiac arrest occurred and the patient was opened for surgery. This lead was removed by the surgeon and discarded. The physician believes the cause was cardiomyopathy. The patient was in the ICU. Should additional information be received, this file will be updated.